Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during a rectal procedure, the device jaws could not be re-opened and the knife blade did not retract. The device was manually removed with no tissue damage or pt injury. The surgeon opened another instrument and successfully completed the procedure. The device was returned for eval with the knife blade exposed.